Event description:
Senseonics was made aware of an incident where patient reported pain and itching at the insertion site. The sensor was inserted on (B)(6) 2024 and after insertion procedure, the user was given paracetamol and hence did not notice any symptoms. After the user stopped taking it, 6 days after insertion, he began to notice symptoms. The user's hcp decided to remove the sensor and replace it with a new one.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The patient reported feeling pain and a lot of stinging at the insertion site, 6 days after the insertion. The user took paracetamol to control pain, but it works for only short time and then the area continues to pain. The user feels pain and discomfort specially while putting on or removing the transmitter on the insertion area. The user consulted endocrinologist who recommended removing the sensor and replacing it with a new one. The sensor was removed and a new one was inserted on (B)(6) 2024. The user confirmed that the discomfort has disappeared. This incident does not require any further investigation.